Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# unknown implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type lead. H3: device evaluation of the 977a290 lead (serial # unknown): the lead was returned for product analysis. Analysis found that the device had a reliability non-conformance due to all conductors being broken 42.2cm from the proximal end. D9 and h6 information applies to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# unknown, implanted: (B)(6) 2022, explanted: (B)(6)2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown. B3: date is year valid. G2. Foreign: france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not feeling paresthesia anymore. The impedances was checked and were all damaged. The patient explained that all was well until he used a chain saw and had felt weird paresthesia, like a sudden increase of the intensity and then nothing. Impedance were checked and the whole lead was damaged; impedances on the percutaneous lead. New settings could not be done. The doctor programmed an intervention to change it. The issue was resolved at the time of the report. Surgical intervention occurred; the replacement of the lead was done on the (B)(6) 2023. The patient status at the time of the report was alive with no injury. Additional information was received from the manufacturer representative. It was reported that what was meant by "the whole lead was damaged" was that it refers to the impedance issue. The impedance issue was high impedance of greater than 40,000 ohms.